Event description:
A customer reported a malfunction on their pump, described by malfunction code malf 12, which involved a momentary power loss to the vibrator motor. There was no adverse impact to the customer's blood glucose level. Tandem technical support decided to replace the faulty pump and instructed the customer to return it using a pre-paid label. The customer will continue using their current pump until the replacement arrives and will need to reprogram settings and connect their cgm to the new pump upon arrival, the customer will continued to use the pump for insulin therapy.